Event description:
Customer complained about his sensors not functioning properly. Customer reports that the sensor life is ending prematurely. Customer stated that his sensors are usually lasting only for two days; he receives weak signal and sensor end alerts and has to change them. Blood glucose 96 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.